Manufacturer narrative:
Recall #z-1215-2014.

Event description:
Abutment fractured when dr torqued the screw. No patient injury. Abutment will be remade for customer.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.